Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that five days after the index procedure, the patient had a myocardial infarction (mi) and a sub acute thrombosis (sat) of a previously implanted unknown cypher select stent. The target lesion was reported to be a 3.5mm left main coronary artery. The mi vessel was reported to have been re-opened-procedural details are unknown. Two days after, the re-intervention (seven days after the index procedure), the patient had another thrombotic event. There is ongoing discussion regarding the patient's hypercoagulable state and possible factor 5 leiden, protein c and 5 deficiencies.